Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. The device also has a crack near the battery compartment. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump has cracked case at the display window corners, belt clip slot, battery tube threads and minor scratches on the lcd window.